Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion authorized service center received the involved unit and conducted an spi (safety performance inspection) procedure. The transducers were calibrated and the unit passed the inspection, operating to manufacturer specifications.

Event description:
The customer reported that this 3100a high frequency oscillating ventilator (hfov) was alarming inappropriately. The unit reportedly passed the pre-use patient circuit calibration and the performance check, but the hfov "maximum map" setting alarms when it is not indicated to do so. The customer stated that there was no patient involvement associated with this reported issue.